Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Additionally, the pre-close technique was not used when closing with a sheath greater than 8f. The prostyle IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: no femoral imaging was not performed. The prostyle devices had been successfully flushed prior to use. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an emergency brain surgery interventional procedure using a 10f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. A new prostyle was attempted, but no blood flow was observed at the marker lumen. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.